Manufacturer narrative:
Date of event: date estimated. (B)(4). The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot number were not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use for hi-torque guide wires ce FDA states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Do use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. In this case it is likely that the technique used during the procedure or not retracting the secondary wire prior to stent deployment resulted in the jailing or entrapment of the guide wire. The reported patient effects of dissection and occlusion are listed in the instructions for use for hi-torque guide wires ce FDA as known patient effects of the procedure. The investigation determined the reported entrapment of the device, device damaged by another device and material separations appear to be related to user error. In this case, not retracting the secondary wire prior to stent deployment resulted in the entrapment of the guide wire and the device damaged by another device. Manipulation against resistance ultimately resulted in the reported guide wire separation, occlusion and dissection. Additionally, treatment with medication and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Article title: how should I treat a patient to remove a fractured jailed side branch wire?

Event description:
It was reported through a research article that the patient presented with an st-elevated myocardial infarction. A non-abbott guiding catheter was used with an unspecified balance middleweight (bmw) universal guide wire for a jailed guide wire technique. After a non-abbott stent was implanted, the bmw guide wire was jailed in the stent. A non-abbott balloon was used for post-dilatation with a pilot 50 guide wire. During attempted removal of the bmw guide wire, the radiopaque portion separated and the coils unraveled. Several snares were attempted to retrieve the jailed guide wire but were unsuccessful. Multiple unspecified wires were placed to entangle the trapped bmw guide wire and pull it into the guiding catheter. Using an unspecified 7f guiding catheter and snare, the separated radiopaque portion was partially retrieved, but a portion remained in the stent. Multiple unspecified tangle wires were used again with an unspecified inflated balloon, which were capable of removing the remaining separated portion and the stent itself, but a small dissection and occlusion were noted. As treatment, a 3.5x28mm xience v stent was implanted, and a non-abbott balloon was used for post-dilatation. There were no adverse patient sequelae and no clinically significant delay in the procedure. Details are listed in the attached article, titled "how should I treat a patient to remove a fractured jailed side branch wire?"